Event description:
It was reported the programmer is not operating. The programmer was returned for repair and exchange for a new wireless programmer. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed incoming functional testing. Analysis found the latch tab was broken off of the power cord bay door. It is noted there were errors found in the programmer error log. Concomitant medical products: product ID 229047 analyzer. (B)(4).